Manufacturer narrative:
Failure analysis noted that the pump had broken battery tube threads and intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose reading was unknown. They were unable to access the main menu with the act button. The customer stated that they changed the batteries but it did not help and this was a recurring issue. The insulin pump was returned for analysis.